Event description:
It was reported that after implant the threshold remained high. It was decided to reposition the lead and during the procedure the lead helix no longer extended properly. The lead was explanted and replaced without complication. The lead is expected to be returned.